Event description:
One patient sample with discrepant creatinine results, initial result, 2008, 1.64 mg/dl. Same sample repeated, 11 days later, 0.81 mg/dl. Initial result was reported, the patient was not adversely affected. The field service representative was unable to determine root cause. Performance tests performed which were within specification.